Event description:
It was reported that the field presentative had difficulty interrogation this patient with a cardiac resynchronization therapy defibrillator (crt-d). Additionally, the patient has a left ventricular assist device (lvad). After several attempts of troubleshooting the representative was able to successfully interrogate the device after the patient raised her arm above her head. Upon interrogation, the device was found to be at end of life (eol). At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that the health care professional (hcp) had difficulty interrogating the device. A magnet was used, and they heard a constant tone which indicates that tachy therapy is programmed off which is typical for lvad patients at this facility. Technical services suspects electromagnetic interference (emi) from the lvad and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.